Event description:
The facility reported an infuso.r. Pump with "mechanism broken off side." According to the facility, this event was "accidental damage. Was not being used" in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of an infuso.r. Pump with malfunction of "mechanism broken off side" was confirmed during device evaluation. The cause of the problem was a missing syringe holder. Service replaced the syringe holder to fix the problem. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.